Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of reservoir leak past both o-rings. The customer's blood glucose reading was unknown. The customer mentioned no visible damage on the reservoir. The customer stated that the pump passed self-test. The product was not returned for analysis.